Manufacturer narrative:
Follow-up #1: date of submission 06/27/2014. Device evaluation: the device has been returned and evaluated by product analysis on 06/17/2014 with the following findings: during testing, the contrast button was found to be un-responsive. Contamination was found underneath the contrast, up, and down buttons.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2014, the distributor contacted animas, alleging that the up, down, and ok buttons were unresponsive. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.